Event description:
It was reported that the patient felt "sharp pains in their chest." The device was checked by the physician four days prior to this and everything was "in good working order." The patient has not contacted the physician since their device check. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6935m55, implantable tachy lead, (B)(6) 2013. (B)(4).